Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a high scan of 360 mg/dl on the abbott diabetes care (adc) device compared to a competitor brand meter result of 120 mg/dl. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The length of sensor was 2 days. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer experienced symptoms describe as "stomach bug", vomiting and was able to self-treat with sugar water. Subsequently, the customer was seen at the hospital and had contact with a healthcare professional who performed a finger stick test of 550 mg/dl and provided 4 bags of fluid and insulin drip for the diagnosis of diabetic ketoacidosis. There was no report of death or permanent impairment associated with this event.